Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gives an error message that the cassette is not inserted correctly. There is unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received 9-september-2024. H3: one device was returned for repair for complaint of cassette not attached alarm. Complaint was replicated when cassette is attached, and latch is in closed position. The downstream occlusion (dso) values are stagnated at 145 mv. Found a faulty dso sensor was causing the problem and the dso sensor assembly was replaced. The device passed all functional tests after repair.